Event description:
The facility's clinical product coordinator reported to baxter australia that an in-line 150 ml buretrol extension set had a broken male connector. This occurred before use. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). Device evaluation: a sample was available for evaluation. A visual inspection revealed that the cap burette top assembled to the tubing was broken, confirming the reported condition. The root cause of this condition was not identified. This is a product not distributed in the us and does not have a 510k number.